Event description:
It was reported that the pump was dropped and the touchscreen became cracked. At the time of the call with tandem technical support the pump was still functional. Customer's blood glucose level was not impacted.